Event description:
It was reported that leakage occurred. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. The sample unit did not present leaks. Therefore complaint is not confirmed. No root cause could be determined since the complaint was not confirmed since the returned sample do not has leak, therefore complaint is not confirmed. No actions were taken since the complaint was not confirmed.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07704 is no longer considered reportable, please disregard any MDR reports associated with it.